Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient reported to the clinic on (B)(6)2017 that their device was ineffective. The current status of the explanted ins is unknown, and the cause of the lead dislodgment was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that per the analysis lab, the patient¿s ins has not been received at this time. Patient services suggested that the patient contact the hospital pathology department to verify when the device was sent to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called to request information on the ins they have removed. They stated that they would like the ins sent back to them when analysis is completed. The patient was told that they couldn¿t have the device back because needed to be sent to the manufacturer, which made them very upset because they would like it back. No further complications were reported.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for multiple back operations and postlaminectomy pain. It was reported that the patient¿s entire system was removed on (B)(6) 2017 because the device was not working. It was reported that the patient had not turned it on for some time and at first it had been helpful but now was ineffective. There had not been a charge in the device for several months. The patient had recently moved states. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID (B)(4) serial# unknown: product type accessory product ID (B)(4) serial# unknown: product type accessory product ID (B)(4) lot# va01z0d030: product type lead analysis of the implantable neurostimulator (ins) (B)(4) found the ins battery to have a reduced capacity due to an over discharge. A normal recharge started after a physician mode recharge. After charging, there was good stable output from the ins and it passed the final functional test on the automated test console. Analysis of the lead (B)(4) found the stimulator lead body was cut through and the product was returned segmented. Electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Ins conclusion code (B)(4) no longer applies. Conclusion code (B)(4) now applies. Results code (B)(4) no longer applies. Results codes (B)(4) now apply. Lead conclusion code (B)(4) no longer applies. Conclusion code (B)(4) now applies. Results code (B)(4) no longer applies. Results codes (B)(4) now apply. Method codes for ins and lead are the same and found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient¿s explanted devices were returned for analysis. It was noted that the device did not provide pain relief, and was removed so that the patient could have an MRI. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had their device reprogrammed multiple times before having it removed. The patient stated it got to the point where when they turned stimulation on it almost crippled them. They stated that they would bend over in pain. The patient also reported that the leads had gone into their vertebra and they had to drill them out. No further complications were reported.